Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 3 of 4. (B)(4) had the home patient (hp) cycle power. The hp would do a manual drain and then end therapy for the night. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient's (hp) wife, it was stated that they had no idea how air may have gotten into the line and did not see anything unusual with the supplies. The hp's wife said they notified the nurse and that therapy was going very well. No patient injury or medical intervention was reported.